Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated the drive support cap was sticking out. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed operating current and displacement test however, the pump alarmed compromised force sensor system during the prime test at 4 lbs and motor error alarm during the basic occlusion test due to loose / protruded drive support disk. The motor was tested outside of the device and passed. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.